Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an alert for high, out of range, hv lead impedance. Patient was called for in-clinic interrogation and the impedance was normal. Few weeks later, patient again received an alert for high hv lead impedance and it was found to be high, out of range, when measured manually in-clinic. Physician decided to replace the lead during device upgrade. During procedure, hv impedance was found to be within normal range after re-connecting the lead to the device. Lead was capped and replaced on (B)(6) 2016. Patient's condition was stable before and after the procedure.